Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they were having a hard time charging battery. There was no report of patient involvement.

Manufacturer narrative:
Return and evaluation of the device warrants a follow-up report as additional parts were replaced to resolve the issue.